Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported curling of toes when stim was too high. Patient reported that when it happened the first time, she contacted the local rep and the rep reviewed how to decrease the setting which resolved the issue. Patient reported it happened intermittently and infrequently. Patient said that she decreased the setting whenever it would happen and that resolved the issue. Patient reported that the curling of foot was sudden change in therapy symptoms. No further symptoms or complications reported. Omitted information regarding emi, ros, poor comm can be found in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.